Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the act button became unresponsive. The blood glucose reading was 193 mg/dl. The customer was in the hospital at the time of the report. Nothing further was reported.